Event description:
IV tubing possibly malfunctioned: IV tubing was spiked appropriately using normal saline. Patient's IV flushed without resistance, IV tubing was inserted into IV pump channel and channel kept alarming "IV occluded". IV tubing was removed from pump and the fluid would freely flow into patient. Tubing was then again reinserted into the pump and it again read "occluded". IV tubing changed and new tubing worked appropriately.